Manufacturer narrative:
The reported condition of cracked or broken male luer was confirmed. Actual unit was received for evaluation. During visual inspection, the unit presented a crack in the male luer lock adapter. The most probable root causes identified for this condition could be related to: jam in the machine # 441- if a jam occurs in this machine, it will stop and the operator discards the jammed unit. During the manufacturing process if the male luer lock breaks the machine automatically reject the unit and discard it. Machine # 441 was verified on 05/17/2010 and no discrepancies were found. The two units were visually inspected with a magnifier and no marks caused by the machine that could result in the cracked/broken condition were observed. Molding defect in the male luer lock 03-32-01-035- this part is purchased to (B)(4), it is possible that the part has been received with some molding defect resulting in a weak part that could crack. 3. Inadequate use of the set- as per visual inspection, it was observed that part of the male luer is inside of the flolink. It is possible that the end user applied too much pressure while screwing the flolink into the male luer causing a crack. (B)(4).

Event description:
Baxter sales rep e-mailed a report on (B)(6) 2010 of a customer that experienced a cracked or broken male luer. The nurse attempted to disconnect the IV tubing and the male end of the tubing snapped off and remained in the cap. This incident occurred with the 60" high flow rate extension set, product code 2n3349, with an unknown lot number. This incident occurred during patient use. There was no patient injury or medical intervention associated with this report. An actual sample is available for evaluation. No additional information was provided.